Event description:
Acct. Reports that the septum on the injection site "turned inside out". States the injection site was being used on a peripherial intravenous line and inverted during flushing of the intravenous. Use the interlink cannula to access the injection sites. Acct. States she just learned that this issue has occurred "several" times, but the nurses have not reported it. No pt injury reported and no medical intervention needed.